Manufacturer narrative:
Results: bd received the actual sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for leakage from syringe with the incident lot was observed. Additionally, a review of the DHR was completed for the incident lot and no issues were identified. Conclusion: based on the investigation, the root cause for the blood leakage was determined to be that the stopper on the plunger was not positioned correctly in the barrel. Additionally, insufficient lubricant may cause the stopper to drag and not sit correctly in the barrel of syringe.

Event description:
It was reported that a bd a-line¿ abg syringe without needle, 3 ml aline, with slip tip had leaked during blood draw. No injury. Blood exposure or medical intervention reported.